Manufacturer narrative:
The catheter was returned in two pieces measuring 6 cm and 12 cm in length respectively. Both catheter pieces met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a shunt on (B)(6) 2015 due to severe traumatic brain injury hydrocephalus. It was also reported that after a few days, the patient's symptoms did not improve. According to the report, after adjusting settings and several days of observation, the symptoms still did not improve. Reportedly, after a CT scan, the patient's ventricle did not get significantly smaller. On (B)(6) 2015, the shunt was explanted and the report stated that the patient had blurred consciousness during admission. It was also reported that there was no injury to the patient and currently the patient's consciousness was still fuzzy. It was later reported that there was no allegation that the ventricular catheter had malfunctioned.